Manufacturer narrative:
Internal complaint reference (B)(4) . The device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection found a missing o-ring and discolored cable. A functional evaluation found a jammed motor. The complaint was confirmed and the root cause has been associated with a component failure. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. Factors which could have contributed to the o-ring disassociating from the device include attempts to disassemble the unit for cleaning or inadvertent damage. No containment or corrective actions are recommended at this time.

Event description:
It was reported that the o-rings on the plug cap of the motor drive unit was missing. The malfunction was noticed during sterilization process; therefore, there was no patient involved. Results of investigation have concluded that this unit had a jammed motor which makes it a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.